Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. (B)(6) at (B)(6) in (B)(6) concerning 6fr and 7fr swan ganz catheter manufactured by: edwards. It was reported that the cardiomems implant procedure was aborted due to the patient experiencing hemoptysis. While the cardiomems delivery system was being advanced the physician lost placement of the guidewire so all devices were removed. Upon readvancing the system a second time, wire position was again lost and it was at this time that the patient began coughing up blood. The procedure was aborted. The hemoptysis resolved without intervention. Repeat angiogram did not indicate any vessel perforation. The physician reported they believe the guidewire was the cause of the hemoptysis. The patient was admitted for monitoring and was discharged on (B)(6) 2025 without any further incidence of hemoptysis. Edwards 6 fr and 7 fr swan ganz catheters were used for the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).